Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing a biomet splined knee stem on (B)(6) 2012. During the procedure, it was noticed the product box seal was compromised. The procedure was finished using a size 12mm in it's place, with no additional issues.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records found units released for distribution with no deviation or anomaly. Review of sales history found additional units from this lot have been confirmed implanted with no additional issues reported. Examination of returned device found inner packaging appears to be open as reported. The event appears to be isolated.